Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and the physician suspected sub cuff atrophy. The aus was explanted and replaced. No further patient complications reported.